Event description:
The patient was set up for the first shot, but the y and z coordinates were mistakenly interchanged. It was realized immediately during the setup of the second shot, because the shots were not in the same area. A simulator was used to reenact the first treatment, and the hospital determined that the treated site was the fluid in the lateral ventricular space of the brain and it received a maximum dose of 585 cgy to the 50% isodose line. The hospital reported that no adverse effects are expected as a result of the misadministration. The licensee proceeded to administer the corrected first treatment fraction and the two remaining treatment fractions as prescribed.